Event description:
During service inspection at the manufacturing facility, it was reported that the loaner core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
During service inspection at the manufacturing facility, it was reported that the loaner core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device displaying a bias current message was confirmed. The device had a damaged cable assembly. A bias current error is displayed by the console due to either an open motor circuit or a short in the motor circuit that causes a voltage change which is sensed by the console. This can cause the console to turn off the drill. In case the user manually overrides the error, there is the potential for run on to occur. Damage to the cable assembly can result in a bias current error.